Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, wanted to go smaller, post-procedure. The doctor's office called on behalf of the patient to find implant information and also mentioned that the patient wanted smaller size implants. There was no complication reported. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.